Manufacturer narrative:
Evaluation: the tm reversal surgical technique states that "the drill guide should be placed so that the outer rim aligns with the inferior rim of the glenoid and is centered in the anterior/posterior direction. This will place the glenosphere at the edge of the inferior glenoid bone." It also states that "note: guide pin placement is critical as it determines base plate/glenosphere positons on the face of the glenoid and orientation in the sagittal plane. The drill guide should be centered anteriorly/posteriorly, and align to inferior border of the glenoid. Avoid placing the guide pin with superior tilt, as this may result in a superiorly-tilted base plate/posteriorly, and align to inferior border of the glenoid. Avoid placing the guide pin with superior tilt, as this may result in a superiority-tilted base plate/glenosphere and increase the risk of scapular notching". Due to the lack of operative notes and x-rays it is unknown components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional information however no information has been received to date. A definitive root cause cannot be determined with the information provided. Evaluation: it is not suspected that the product failed to meet specifications. Review of the device history records was not possible as the product and/or lot numbers were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reported. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported the patient is experiencing grade 2 scapular nothing.